Event description:
Received info stating that the customer has been experiencing high blood glucose levels. The customer mentioned air bubbles in the tubing of the infusion set. The customer's healthcare provider changed his basal rate and other pump profile settings, but the high blood glucose levels have persisted. The customer declined pump troubleshooting.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.